Manufacturer narrative:
Additional information: e2, e4, h3, h10. The reported issue of a dim segment was confirmed based on the field action. H3 other text : only display boards were provided for investigation.

Event description:
It was reported that allegedly display segments were dim for sixteen large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly display segments were dim for sixteen large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.